Event description:
(B)(4) study. It was reported there was an in adequate seal at follow up. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with complete laa seal and deployed device diameter of 26mm. The next day the patient was discharged on aspirin and apixaban. On (B)(6) 2019, transesophageal echocardiogram (tee) was performed which revealed a jet size of 6 mm. No patient complications were reported.